Event description:
It was reported that during a da vinci-assisted surgical procedure, when the 8mm harmonic ace was being used a warning appeared that the instrument should be switched out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defect was an error message. There was no report of fragments falling from the device while used. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm harmonic ace was analyzed and the reported failure was confirmed. The instrument was found to have the curved blade broken at the distal end. The blade broke completely from the base. The broken piece was not returned with the instrument. An additional observation not reported by the site was also observed. The instrument was found to have the outer tube dislodged from its original position.